Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916. Batch#:1340735. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: issue 1 -unable to draw up medication with needle, needle discarded and new needle obtained. Issue 2 - two different needles from two different boxes had a clogged needle. Issue 3 - clogged needle. Item - 305916. Lot - 1340735.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 1340735. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information was provided.